Event description:
It was further reported that the patient was doing well. The physician believed the seizure was unrelated to the device. No additional information was provided.

Manufacturer narrative:
Programmer model 3037, (B)(4), lead model 3093-28, lot# v841549, implanted: (B)(6) 2011.

Event description:
It was reported that the patient turned off her implantable neurostimulator (ins), on (B)(6) 2011, because her legs felt like they w ere on fire. Two days later the burning sensation had not resided. On (B)(6) 2011, the patient met with her surgeon and the surgeon stated that they did not believe that the burning sensation in the legs was related to the ins. While in her surgeon's office, the patient had a seizure and was sent to the ER. This was the patient's first seizure. It was noted that the ins had been off for 4 days prior to the seizure. The surgeon could not determine the source of the seizures. If additional information becomes available, a follow-up report will be sent.